Event description:
The service reports shows the customer reported that the ventilator stopped cycling while in use on a patient. The device was removed and patient was manually ventilated until a second ventilator could be set up. There was no patient harm or injury reported. The nellcor puritan bennett customer support engineer (cse) could not duplicate the reported event, but did verify error codes in the device's memory log to substantiate the customer's claim. The cse inspected the device and replaced the breath delivery unit pcb. The unit passed extended self testing.